Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised forces sensor system alarm. Blood glucose was unknown at time of incident. Troubleshooting was completed. Customer stated that drive support cap was loose. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. The device received compromised force sensor system alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime or compromised force sensor system test, excessive no delivery test and occlusion test due to compromised force sensor system alarm.